Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, the implantable cardioverter-defibrillator was found in safe mode due to power on reset (por). The device was exposed to high energy such as magnetic resonance imaging (MRI), detected it as ventricular fibrillation (vf) intervals and began to charge. Because it attempted to charge during the MRI, there was possible device damage that could result in another por reset. The device was restored to normal function. Capacitor maintenance and test shocks were successfully performed to confirm the delivery of therapy if needed in the future. The patient was stable before, during and after the event.